Manufacturer narrative:
Block b3 the exact date of the event is unknown. The provided event date, 01/01/2023, was chosen as the best estimate based on year the article was published. Block g2 literature source lee j, lee s, nguyen oghalai tu (2023) water vapor therapy and polymyalgia rheumatica: coincidental j family med prim care (12) pag 2976-8.

Event description:
It was reported to boston scientific via an article published in journal of family medicine and primary care, that a patient underwent water vapor thermal therapy for benign prostatic hyperplasia (bph). The patient developed severe pain and weakness around the shoulders and hips, experiencing difficulty lifting his arms above his head and getting out of bed. He started taking meloxicam 15 mg daily, which improved the pain. However, the pain returned after discontinuing the medication. Later, the patient visited the emergency room and presented with elevated erythrocyte sedimentation rate (esr) and c-reactive protein (crp) levels, but a normal creatine kinase level. He was diagnosed with probable myositis and started on prednisone 60 mg daily. The patient's condition improved, but the symptoms recurred when the prednisone dose was reduced. Eventually, he was diagnosed with polymyalgia rheumatica (pmr). Over the following months, the patient was treated with prednisone, gradually reducing the dose from 20 mg to 5 mg daily. The patient's symptoms improved by 95%, and at a 9-month follow-up visit, he reported minimal symptoms. His examinations and inflammatory markers were normal.